Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Range for that recall; however, claws function normally (tested 30x). ***this unit is not affected.*** no recall action required.*** ===repair: customer: notes: pressure sensor issue: found 354.6770 on error log. Ran pdc & pda. Unit failed both tests. Probable bad pressure sensor or harness. Replaced old sensor s/n: (B)(4) with new sensor s/n: (B)(4), along with new harness. Calibration/verification: front case: cracks: bel press hsng, bot/ctr/edg; dents: bez/3x, bot/2x: replaced front case; found corroded inserts in tdh: replaced tdh. Rear case: cracks: bot/rt/mid/scr, base/lt/f/scr: replaced rear case. Barrel clamp: cracked: replaced barrel clamp, seal, & bushing. Tube drive twisted (lt): replaced drive tube, sleeve, & seal. Iui's: oxidized contacts: replaced both iui's. Module latch: worn actuator: replaced. Incidental repair parts: 2 feet, 2 labels, 1 sensor flag leaf spring. ===maintenance actions: calibration completed. Pm completed. ===tamper seal: intact; note: seal was affixed over an area that had not been cleaned from previous seals. (B)(4).